Manufacturer narrative:
Sample information was not provided. Per customer, both levels of tgabyii qc were within the customer's established ranges on the day of the event. On (B)(4) 2011, routine system check was performed which passed instrument specifications. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to a erroneous low thyroglobulin auto antibodies (tgabyii) result within the normal reference range for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory. The sample was repeated on the same unit and higher result above the normal reference range was obtained. Unknown if patient treatment was affected by this event.